Event description:
Affiliate reported that the pt returned to the hospital due to ongoing cerebrospinal fluid leak. When skull was reopened, the duraform graft was noted to be approximately half the size of the original implant. It was no longer sufficient in size to cover the dural defect.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.